Event description:
During an endoscopic procedure, the physician used a cook endoscopy acusnare polypectomy snare to remove a plastic biliary stent. This is against the intended use of the acusnare polypectomy snare. The device user reported opening and closing of the snare was quite difficult due to the snare being hard and stiff. The report indicated upon applying force described as "more than regular", the snare wire reportedly broke inside the handle. Another snare was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our eval of the device said to be involved confirmed handle retraction difficulty due to a kink in the handle drive wire (which moves through the handle and inside the outer catheter). The kink in the handle drive wire is causing resistance between the drive wire and the handle component, prohibiting snare movement. The kink is also causing resistance between the drive wire and outer catheter. The kink in the handle drive wire suggests excessive pressure had been applied to the handle of the snare. The catheter also exhibits a severe bend near the distal end. We were unable to determine exactly when the handle drive wire became kinked. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: the info provided indicated that the acusnare polypectomy snare was used to remove a plastic biliary stent. This use is against the intended use listed in the instructions for use. The intended use for the acusnare polypectomy snare listed in the instructions for use states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. The reporter indicated additional force was applied to the snare and the wire broke in the handle. This is the most likely cause for the observed kinks in the device. Difficulty with movement of the snare (i.e. Snare retraction difficulty) can occur if the handle drive wire or the catheter becomes kinked or bent during use or general handling, perhaps due to an application of excessive pressure. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.